Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance of cardiosave intra-aortic balloon pump (iabp), safety disk failed leak test. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions) and h11. Corrected field: h6 (medical device ¿ problem code). A getinge field service engineer (fse) found that the membrane leak test would fail every time. Fse installed a new safety disk and tested good. Fse completed a full pm service, all tests passed to factory specifications.